Event description:
The proceeding condition involving the company's multiview workstation (central patient monitoring system), was discovered internally, in the company's engineering development lab. There have been no reports received from the field concerning this condition. The condition is described as follows: in the multiview workstation product software release vf2, if an individual patient is set up in "autoadmit" mode, patient parameter data is automatically collected over time and stored in the systems full disclosure database, if the patient is later removed (but not discharged) from the original admission bed/network location, data collection is temporarily deactivated (for example during relocation or transport to the lab). The patient may in fact be discharged after disconnecting the monitor from the network. It is at this point in time; the patient data is automatically moved from full disclosure to the company's iqueue database feature (as this would also occur when a patient is discharged). The problem presents itself when a new patient is admitted to this same bed/network location, but the original patient was never discharged while connected to that location. The new patient admission begins storing data in the full disclosure database appropriately. However, in parallel, the iqueue database incorrectly begins appending the new patient data on top of the old patient's data record. Again, I'll point out that the new patient the data is collected and stored correctly and is not confused with the original patient's data. The problem also does not present itself if the original patient is returned to the original bed/network location, with no new patient connected at this location. In addition, if the original patient is reconnected to another location, normal data collection begins again in full disclosure. It should also be made clear that real time alarm monitoring is not affected by this condition!